Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) with junctional bradycardia occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 325 mg of aspirin. A isleeve introducer was placed and then the native aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with complete and partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). Post procedure event summary. On the same day of the index procedure, post procedure, the patient was noted to have left bundle branch block with junctional bradycardia. Trans venous pacing was placed. The next day the event was considered recovered and the patient was discharged home. It was further reported that 33 days post index procedure, the patient was diagnosed with thrombus in the aortic arch. A computerized tomography (CT) scan and echocardiogram were performed as diagnostics. The event was treated medically. At the time of reporting, the event was considered not recovered. The event of junctional bradycardia was withdrawn.

Manufacturer narrative:
B5: describe event or problem: updated. B6 relevant test / laboratory data: updated. H6: patient codes: updated.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) with junctional bradycardia occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 325 mg of aspirin. A isleeve introducer was placed and then the native aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with complete and partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). Post procedure event summary: on the same day of the index procedure, post procedure, the patient was noted to have left bundle branch block with junctional bradycardia. Transvenous pacing was placed. The next day the event was considered recovered and the patient was discharged home.